Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the motor blew up. The customer reported that the insulin pump had a motor error alarm while delivering insulin. The customer reported that they had a black circle on the insulin pump. The customer's blood glucose was 104 mg/dl at the time of incident. The customer stated that they were able to get to the menu. The insulin pump will not be returned for analysis.